Event description:
It was reported that the platform displayed system error "service out of range" during biomed testing. No other info was provided. There was no adverse pt sequelae reported.

Manufacturer narrative:
Reported complaint of "system error" was confirmed. Visual inspection showed many minor cracks to the top cover's bosses. Further investigation determined that the drive-train motor gap was to large. The brake gap could not be adjusted back to within the spec. Both set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. The drive-train motor was replaced.